Manufacturer narrative:
Additional information was received on 01-apr-2024. Patient has recovered and is stable but required additional stay in hospital due to sternotomy for laa clip. Qdot micro catheter was the catheter that caused the pericardial effusion and that "hooked". Qdot micro catheter was free from octaray catheter. Therefore, checked b2. Is hospitalization initial/prolonged and added under h6. Health effect - impact code "hospitalization or prolonged hospitalization (f08)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31231572l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation with a qdot micro catheter and the patient experienced a cardiac perforation that required pericardiocentesis and surgical intervention. Intracardiac echocardiography (ice) guided transseptal puncture for a pvi. Qdot micro catheter advanced into left atrium (la), appropriately zeroed force. Octaray catheter advanced into la and la anatomy collected. Qdot micro catheter anterior and physician attempted to maneuver catheter posterior to advance into the left superior pulmonary vein. Catheter hooked anteriorly, advised appendage signals. Hi forces up to 84g noted and advised. Patients pressure dropped to 60 systolic and ice confirmed pericardial effusion. Pericardial drain performed and 450ml of blood drained. Patient taken to theatre where a left atrial appendage perforation confirmed. Patient stable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available